Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their senor. The customer had issues with sensor and blood glucose readings. The customer states the device had gone into threshold suspend. The customer's blood glucose level was 178mg/dl, and their sensor reading was 67mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised the sensor may be responding to changes in blood glucose levels. The customer was advised to monitor the device.